Event description:
Five patients had bronchial cultures positive for aspergillus of unknown etiology over a four month period of time. Four patients were outpatients and one patient was hospitalized at the time of the event. The bronchoscopes used for the procedures were disinfected with cidex opa in an automatic endoscope reprocessor for twelve minutes at twenty degress celcius. All of the patients recovered from their infections.